Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Dealer says the user says the chair stopped on a hill and shows something on the joystick display. They were not able to say what is was that was on the display. MDR filed.